Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced persistent lower extremity edema, vulvar edema, and abdominal distention for a week after undergoing an abdominal total hysterectomy in which adept was used. It was reported that the patient also experienced peritonitis as "a symptom" of this event (no further detail provided). The cause of this event was not reported. Treatment for the event and the reported symptom of peritonitis was not reported. No further information was provided regarding the patient's outcome. No additional information is available.